Manufacturer narrative:
Age/date of birth: mean age was 62 ± 3 years (range 24¿85 years). Weight, ethnicity: information unknown/not provided. Date of event: exact dates not provided, article acceptance date is (B)(6) 2020. Serial number: unknown, information not provided. A complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Citation: kwitko, s., marafon, b. S., stolz, p. A., (2020). Toric intraocular lens in asymmetric astigmatism, int ophthalmol, 40(5): pp.1291-1298.

Event description:
The following article was received based on a literature review: article: toric intraocular lens in asymmetric astigmatism. A retrospective cohort study was done to report the results of toric intraocular lens (iol) implantation in patients with asymmetric astigmatism, its efficacy and safety in reducing the refractive cylinder. A total of 88 eyes of 69 patients with asymmetric astigmatism were divided into two groups: patients who underwent cataract surgery (n=83) and patients who underwent clear lens extraction (cle) (n=5). The patients were implanted with either rayner t-flex toric (n=67; rayner), acrysof toric sn60tt toric (n=17; alcon), tecnis zct toric (n=3; abbott), or zeiss at-torbi toric (n=1; carl zeiss meditec vg). One (1) out of five eyes in the cle group kept the same best spectacles-corrected visual acuity (bcsva) and one (1) had a loss of line. Four (4) eyes in the cataract group lost from 1 to 3 lines of bcsva. In the cataract group, 45 eyes had a residual refractive cylinder of =0.5 while 15 eyes had a residual refractive cylinder of 0.5 - 1.0 and 13 eyes had a residual refractive cylinder of 1.0 - 2.0. In the cle group, 3 eyes had a residual refractive cylinder of =0.5 while 1 eye had a residual refractive cylinder of 0.5 - 1.0 and 1 eye had a residual refractive cylinder of 1.0 - 2.0. It is not clear if these complications occurred in the eyes implanted with tecnis zct or the other products. There are no indications in the article of any interventions provided.